Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed. The reported event, the tear, was due to contact between the balloon and a sharp exterior source (scope elevator). If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon would not inflate. It was confirmed that a slit was made in the balloon material by the elevator, after the balloon was advanced through the scope. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.